Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not show an alert when pulling medication. A technical support specialist (tss) had dialed into the server. The tss checked the device settings and found that the clinical data center was not configured. The tss then logged into the pharmacy enterprise server webpage, navigated to settings and devices, selected the device, accessed the clinical data tab, enabled the appropriate clinical data center option, and saved the changes. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es med1 a medication was not triggering an alert. The customer mentioned that no alert notification appeared when attempted to remove the medication, and currently only one medication was affected. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.